Event description:
It was reported that the resection sheath had tip damaged. The issue occurred during a therapeutic transurethral resection procedure while device was outside the patient. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found broken of the ceramic insulation at distal end. Based on the results of the investigation, the reported event was caused by a component failure of the sheath. The cause of the damage is likely deterioration over time. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.